Manufacturer narrative:
Device was returned due to infection. DHR sterilization confirmation was reviewed and no anomaly was noted. The device was received in normal working conditions with battery voltage above eri. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with wound dehiscence and infection at the implanted device pocket site. The pacemaker was explanted and replaced due to infection. The patient was in stable condition throughout the procedure.